Manufacturer narrative:
This report is for an unknown cage. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon inserted 4 pedicle screws after he inserted a cage between vertebral bodies, l4-l5. After that, he placed a rod on one side but the patient¿s condition turned to worse about that time and the surgery was discontinued. The patient deceased the next day. In the surgeon¿s opinion, the patient¿s vein was damaged during the surgery which caused the patient¿s demise. This report is for an unknown cage. This report is 8 of 8 for (B)(4).